Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day post implant a right atrial (ra) lead exhibited high thresholds, failure to capture and undersensing the ra lead was programmed off and repositioned. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day post implant a right atrial (ra) lead exhibited high thresholds, failure to capture and undersensing the ra lead was programmed off and repositioned. The ra lead remains in use. No patient complications have been reported as a result of this event.